Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported after initially receiving the pump, the customer connected the pump to a power source to charge. After leaving the pump to charge for several hours the pump remained off. There was no patient involvement, as the pump was not being used on the patient at the time of the event.